Event description:
It was reported that the pt was unconscious and they were about to intubate. The event occurred following a refill. It was unknown if the symptoms were related to the pump or the drug. The doctor at the hospital wanted the pump turned off. Additional information received reported that the event was not attributed to any of the implanted devices. The pt's pump contained a mixture of compounded baclofen, morphine, and clonidine. The pt was diagnosed with sepsis and pneumonia with symptoms of fever, hypotonia, infection, respiratory problems, and somnolence. No pt treatment was reported. The pt outcome was reported as serious, life threatening injury/illness recovered without sequela.